Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that, during intraocular lens implantation surgery, during the loading, the doctor noticed that the trailing haptic was open and not folded as advised by the company. The surgery was completed on the same day using another lens. There was no patient contact and no patient harm.

Manufacturer narrative:
Additional information was provided in d.4., d.9., h.3., h.6. And h.11. The used device with the lens was returned loose in the carton. The lens stop and plunger lock were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. There was no viscoelastic observed beyond the lens. The plunger has advanced the lens to mid-nozzle. The plunger has underrode the lens. The lens was rotated sideways in the device. The leading haptic was folded into the optic fold. The trailing haptic was misfolded, looped at the left side of the plunger tip and extended backward. The trailing haptic was broken in the distal area. The broken haptic portion was positioned on top of the plunger in the nozzle area. The distal haptic tip was oriented toward the loading area. The nozzle was removed and cleaned for further evaluation. The lens was removed during the cleaning. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The customer indicated that the viscoelastic used could not be confirmed as several brands are used at this clinic. It is unknown if a qualified viscoelastic was used in the device. Root cause: a plunger underride was observed which has rotated the lens. The trailing haptic was broken and positioned on top of the plunger, extended, and broken. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). An inadequate amount of viscoelastic was observed. The IFU instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the ultrasert¿ pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. It is unknown if a qualified viscoelastic was used. The IFU instructs: during device preparation and implantation of the company iol with the preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The trailing haptic position may indicate it was not in a proper position for advancement per the provided diagrams in the IFU. The IFU instructs: after the lens has been advanced to the ¿fill-to¿ line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. No part of the lens should exit the nozzle prior to insertion through the incision. Once the lens is in position at the ¿fill-to¿ line, it should be implanted within 3 minutes. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Plunger underride may occur: due to rapid advancement faster than the IFU recommended rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override/underride the lens. If the operating room temperature is too high (> 23 degree c / 73degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Broken haptics may occur: due to the use of a non-qualified viscoelastic. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. If the operating room temperature is too high (> 23degree c / 73 degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition, haptic strength (modulus) decreases as the temperature increases and is more likely to break under stress. If a straight trailing haptic occurs and it was not properly detected to be out of position. If the plunger is not fully advanced, or if the plunger is allowed to retract, the trailing haptic may not release properly from the device. Any of the above listed causes alone, or in combination, may create the reported event topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).